Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a procedure. The needle broke off of the suturing device. The needle tip was located and retrieved.